Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. A follow up MDR will be submitted if additional information is received. System logs are not available for review.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The target lesion was in the right middle lobe and close to the pleura. The procedure was completed as planned with no delay and device malfunction. The patient was asymptomatic. The pneumothorax was discovered via chest x ray and size was moderate. A chest tube was placed and the patient was admitted for 3 days. The physician believed that the pneumothorax would have likely occurred via another modality. The patient is currently at home in stable condition.